Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) experienced inappropriate anti-tachycardia pacing (atp) and two 41 joule shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). It was noted that therapy did not convert the arrythmia. At this time, the device remains in service. No additional adverse patient effects were reported.